Manufacturer narrative:
Based upon the clinical assessment, the reported type ia endoleak and stent migration was confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not definitely found, but patient anatomy outside the IFU guidelines appears to be the most likely cause. No design or manufacturing issue was identified. The clinical review confirmed the following factors that may have contributed to the patient outcome: the short, conical aortic neck length of 12 mm; the severe circumferential calcification and stenosis of the bifurcation of 10-11mm; and use of antiplatelet therapy.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that approximately 42 months post implant of a bifurcated device, infrarenal aortic extension and a suprarenal aortic extension. The patient was seen routinely for a follow up and a computed tomography (CT) scan revealed an endoleak. The physician elected to correct the endoleak by implanting another suprarenal extension. The suprarenal aortic extension was placed percutaneously with a fabric just below the lowest renal. This was done without incident and the leak was effectively sealed. The patient did well during and following the procedure.